Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The batteries were scrapped and replaced. Review of the device activity logs showed an error 262 which is the electrode connection has detected a fault. The pads not being connected causes the device to remain in the red x condition and emit beep starts to warn the user, which drains the battery and prevents the device from performing scheduled monthly tests. The depleted batteries were not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.